Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of the incident was 421 mg/dl. Customer was in the emergency room and treated with fluid and manual injections. The customer was in the hospital because the insulin pump went blank while they were sleeping and they were not able to get it back up and running. The customer stated the contacts on the battery cap were neither missing nor damaged. The display did not return. The insulin pump will be returned for analysis.